Manufacturer narrative:
(B)(4)

Event description:
Patient reported that after the pump was implanted, there was a bulge noticeably larger than the pump in the area of the implant. Patient reported not receiving pain relief despite a successful trial and adjustments to the medication dosage. Pump function was verified by the physician and the pump was explanted on (B)(6)2017.